Event description:
The rptr did back to back blood glucose tests, minutes apart. Rptr's results were 137 and 184 mg/dl. Rptr did not have any symptoms. A control test was not done due to unavailability of supplies. On followup, a control test result was in range, 135 (98-147). The rptr states having accidentally applied 2 drops of blood on the first test strip. Rptr inserts the strip firmly into the meter, and cleans meter properly. No harm was alleged.